Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to prior pulmonary embolism (pe) and planned lumbar fusion surgery. Patient is alleging vena cava and organ (mesenteric) perforation. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I experience pain in my back, neuropathy and can¿t walk upright, I have to use a cane and may require walker in the future. I get out of breath even while walking for short periods of time. My grandson comes over to help me with household chores." Report from CT (computed tomography): ": today's study demonstrates an ivc filter projecting at the level of l3-l4. The long axis of the filter is parallel to the long axis of the ivc. The tip is not contacting the wall. The tip projects just at the level of the insertion of the right renal vein. On the axial views, the left medial strut demonstrates perforation of the wall with a fat plane. Perforation is measured 5 mm, inclusive of the strut the anterior strut, on image 72, demonstrates similar perforation with a clear fat plane. Perforation measures 5.2 mm. I believe there is perforation of the posterior margin on image sixty-nine, however, this is not as well visualized."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, anxiety, mental anguish, stress, worry, pain, neuropathy, physical limitations, dyspnea. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, mental anguish, stress, worry, pain, neuropathy, physical limitations, and dyspnea are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.